Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. Once the parts were replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor video was yellow in color, the site then heard the system pop and the surgeon monitor began to show indications of a thermal event via smoke emitting from the monitor. The site biomed also noted that the pins were damaged on the cart interconnect cable. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned monitor resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the monitor displayed a yellow image. Analysis on the returned cable resulted in an physical damage failure found through functional testing and visual/physical examination. Analysis states that the outer shell is very worn and the alignment tabs had been broken off of the fischer connector. If information is provided in the future, a supplemental report will be issued.